Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0n8r3, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was still room for improvement in treating her symptoms. The patient reportedly experienced a shocking or jolting sensation when she turned stimulation back on when it had been shut off. It was recommended that the patient decrease stimulation while it is off and then ramping it back up. Patient outcome and interventions were unknown. Follow up is being conducted to obtain the information.

Event description:
Additional information received noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. Appointment date was noted as (B)(6) 2014.